Event description:
Philips received a report that, during a service action at the magnet, a trained philips engineer tried to stop some helium vapor coming from the refill port with his hands. He sustained serious cryogenic burns on both hands.

Manufacturer narrative:
This was an accident that happened during a service action. Review of the executed actions steps showed that the engineer did not follow the right procedure and did not wear the required cryogenic gloves. Reason for no evaluation: from the problem description and information received it was clear that this was an error made during a service action.